Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the procedure was performed to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of thrombosis is listed in the graftmaster rx coronary stent graft system, IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a diagnostic cardiac catheterization was performed due to an abnormal stress test. Coronary artery atherosclerosis and a mid-right coronary artery aneurysm was observed. Future treatment for the aneurysm with a covered stent was discussed. On (B)(6) 2020, a 2.8x16mm (1012580-16, 8081741) graftmaster stent was implanted in the mid rca aneurysm without a device issue and with complete exclusion of the aneurysm. There were no complications. The 2.8x16mm graftmaster was intentionally used although it was slightly undersized for the vessel. This was not a device issue but rather a vessel-stent sizing issue. That same day, the 2.8x16mm graftmaster stent had occluded with thrombus. The rca was re-accessed when pacing was required. The patient quickly resumed her own sinus rhythm and pacing was stopped. Medications were provided, a thrombectomy was performed, and a 3.5x26mm (1012581-26, 9032941) graftmaster stent was implanted. Post-dilatation was performed and the stent expanded to the 3.5 expected size. There was no device malfunction and no complaint reported regarding the 3.5x26mm graftmaster stent. Per physician, there were no complications and the patient tolerated the procedure well. No additional information was provided regarding this issue.